Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 2, 2018, it was reported that the device removes too much tissue. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the vdoc service portal. The last repair was january 26, 2018 where it was reported that the device was losing power during use and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, control bar, lever and ball plunger were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on august 7, 2018 revealed that the device did not pass the entry calibration. The control bar also did not conform to the input test. Repair of the electric dermatome was not performed by medicrea as the quote for service is still pending customer approval. The reported event was confirmed since during the product review it was noted that the device did not pass the entry calibration and the control bar did not conform to the input test. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device did not pass the entry calibration and the control bar did not conform to the input test. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to medecria for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device removes too much tissue. The event occurred during surgery. No additional patient consequences were reported as a result of this malfunction.